Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle was fractured while in the body. The customer¿s blood glucose was unknown at the time of the incident. Customer stated that there were no significant events before noticing the damage. The customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Customer was unsure if the sensor was still in the body. The sensor will be returned for analysis.